Event description:
Customer reporting false negative sars result. Customer states the result was confirmed positive by both an antigen test and pcr. It is noted that the customer is experiencing positive control failures as well during their runs with the positive control resulting negative.

Manufacturer narrative:
Investigation conclusion: to be determined. Root cause: to be determined. Source: phone.

Manufacturer narrative:
Customer sent patient sample in for testing and quidelortho testing results were all positive for sars in both solana and lyra (pcr) platforms, matching the confirmation testing results. Customer's false negative results due to procedural issues solved by further training.

Manufacturer narrative:
Updates made: b4; date of report ; updated to today's date. G6 ; follow-up 1. Investigation conclusion: review of customer data using known control samples showed inconsistencies from reaction to reaction leading to the conclusion that the issue is related to technician technique. Quidel ortho personnel was sent onsite for further troubleshooting and training. Issue is no longer present since onsite visit. Root cause: unable to fully determine; most likely technician technique and use of laboratory equipment. Source: phone.